Manufacturer narrative:
(B)(4). Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pic motor error which was not reproduced. The reported pic motor error was verified through a review of the event history log and found to be caused by two severed motor mount screws discovered during a visual inspection. The motor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "pic motor error". There was no known patient injury or medical intervention associated with this event. No additional information is available.